Event description:
On (B)(6)2009. Customer claims the triage meter started to emit smoke as a coworker was attempting to insert paper and the screen went blank. Although no injury was reported, there is a potential ignition risk and potential for injury to the user should the malfunction recur.

Manufacturer narrative:
Meter was returned 03/3/09 for power failure. Customer complaint stated when they were inserting printer paper they could smell a burning and saw smoke. Meter powered on with batteries and with a power supply. Customer did not return their power supply for testing. Printer worked as expected. No sign of burning. No smell of burning was coming from meter. Battery contacts had no visible discoloration. Unable to reproduce customer's observations. No product deficiency. No corrective action required as no product deficiency was established.